Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the reported they were trying to adjust their settings early in the week, and noticed program 2 on group c were changed and they don't remember what it used to be. The patient asked if their latest settings were captured somewhere so they could go back and adjust it to what it should be. Agent redirected them to their representative and healthcare provider, if needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.